Event description:
The individual allegedly developed a latex allergy from wearing latex medical gloves during her career as a nurse. This allegation is being reported to comply with the medical device reporting regulation. Investigation of this claim can not be conducted as no catalog #, lot number, device description or samples are available. It is not known nor can it be determined if a sims portex inc product caused or contributed to this event. A minimum of 27 manufacturers or distributors of latex gloves have been named in this litigation due to the individual's exposure to various devices.